Event description:
It was reported that the patient presented in the emergency room after receiving a shock. The device delivered inappropriate therapy for svt with rvr. Reprogramming was recommended. The patient will be monitored. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.